Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg will not hold its charge. The patient underwent an ipg replacement procedure. Explanted ipg was discarded. No further information has been obtained despite good faith efforts.